Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitve root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, an environmental problem such as dust, dirt, or humidity, an optical problem, an overheating problem, or electrical problems like as signal loss or open circuit. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope's image was distorted when the area around the control section's boot was touched during maintenance. There were no reports of patient involvement.